Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).

Event description:
Cinar c, bozkaya h, oran I. Endovascular treatment of cranial aneurysms with the pipeline flow-diverting stent: preliminary mid-term results. Diagn interv radiol. 2013; 19:154-164. A total of 45 pts with a median age of 50 years, had a total of 55 intracranial aneurysms that were treated with the pipeline embolization device between nov 2009 and dec 2011. The pts (32 females and 13 males) were diagnosed with aneurysms that included varying characteristics. All pts were placed on dual antiplatelet medications (aspirin, clopidogrel, and/or ticlopidine) and were administered heparin intra-operatively. All pts were admitted one day before the procedure and discharged after 36-72 hour post the procedure. Case # 3: a (B)(6) female pt was treated for a large saccular aneurysm measuring 10mm x 7mm located in the posterior cerebral artery p2-p3. The pt underwent pipeline embolization treatment on an unspecified date without issues. Twenty eight hours post the procedure, the pt experienced a spontaneous cerebellar hemorrhage. The pt expired 6 days after the procedure due to the hemorrhage.